Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states frame gear rack hardware is very loose causing tilt not to engage properly. Tbm states one side of the tilt will lock. When the consumer leans to the opposite side, the unit will unlock the opposite side.